Manufacturer narrative:
(B)(4) concomitant products: guide wire: balance middleweight; guide cath: medtronic arl 1-2 6fr. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during a procedure of the non-calcified, non-tortuous, de novo mid right coronary artery (rca) after predilatation with a 2.5 x 20 mm trek balloon dilatation catheter (bdc) the 3.0 x 38 mm xience xpedition stent delivery system (sds) was advanced and during the inflation attempt contrast was noted leaking around 5 cm proximal to the balloon. The device was removed without reported issue. A non-abbott stent was used successfully to complete the procedure and treat the lesion. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The leak was able to be confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.